Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the cartridge to resolve the issue. Customers blood glucose was 136 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.